Manufacturer narrative:
The reported event of helix damage was confirmed. A complete lead was returned for analysis, and visual examination found the helix to be stretched, bent, and clogged with blood and tissue. An x-ray examination was done to determine that the area where the helix was damaged was consistent with procedural damage. Electrical testing was normal. No other anomalies were found.

Event description:
It was reported during initial implant procedure that the helix system of a lead came off the lead body during repositioning. The lead was not implanted, and another lead was successfully placed on (B)(6) 2024. Patient was stable.